Event description:
It was reported that the arctic gel pads were opened and the gel came off with the paper backing. Per follow up information received via task on 06may2025, someone came by last thursday and picked the pad up. They submitted a report already for the replacement. New pad used for therapy.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted one opened large arctic gel left thigh pad present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of the connector. Tubing for the pad noted no kinks present. Hydrogel had separated from the pad surface with the liner. Pull tab is still on the liner and easily pulls back with the hydrogel layer from the pad surface. No crushed dimples or signs of over lamination in the pad. The sample does not meet specifications per ip7602996 rev 13 which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. The instructions-for-use are found to be adequate. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.